Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit was slow to load following an interrogation and that the printer was slow. It was further noted that sluggish performance was noted in the logs, and that the programmer functioned as normal after the "getlogs" was pulled. The hard drive was reconfigured and the software was reloaded and updated. Analysis was not able to confirm the customer comment of a telemetry or interrogation issue, the programmer was able to interrogate with the provided radiofrequency head. It was additionally noted that there was a bent latch tab on the power cord bay, the system fan was noisy and that the power supply failed during repair. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer was extremely slow to load after interrogation, and the printer of the programmer was also slow. Tests with the device were not able to be performed; the programmer would output an error saying the radio frequency (rf) programmer head lost telemetry when a test was attempted. A different programmer and rf head were used to complete the tests. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.